Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 5th of october 2015 for further investigation. During the investigation the fse replaced the driver board. Fse preformed daily check with passing results. The customer ran quality control and all results were within range. Instrument is functioning as intended and was released. The most probable cause for this event is the driver board. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On the (B)(6) 2015 the customer reported multiple errors 4013spec.sy home not found, 5022 specimen task error and 5018 assay aborted on their aia-360. The customer indicated that repowering the instrument does not solve the reported errors. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.